Event description:
It was reported that during the implant attempt, the lead insulation was breached while removing the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Proximal conductor blood/body fluid (not obstructed and blood in/on helix mechanism and outer insulation breached cut. Full lead returned and analyzed.